Event description:
Physician reports pt experienced dramatic blanching during injection followed by other symptoms suggesting vascular event. Physician has diagnosed necrosis at injection site. Massage and topical nitroglycerine paste were ineffective. Oral keflex has been prescribed.